Manufacturer narrative:
Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handing of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. The stent may have become disrupted on the balloon while attempting to advance the sds through the heavily calcified lesion, which then subsequently contributed to the reported stent dislodgement. A definitive cause of the stent dislodgement, which resulted in the nonresorbable materials unretrieved in the body, cannot be determined.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: dislodged stent may remain in patient. Device issue: dislodged stent. It was reported that when the promus stent delivery system (sds) was attempted to be placed at the ostium of the rca; the stent dislodged and was lost in the patient. Another promus stent was placed to treat the stenosis. The stent could not be located on fluoroscopy. The patient was reported to be stable. Per the site, disengagement of the guiding catheter probably caused the stent dislodgement; however, there was no resistance felt between the guiding catheter and the promus sds. Reportedly, in 2009, the patient had a full body scan; which was negative. The patient did fine and was sent home. No additional information is available.